Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery jumped form 25% to 100% within two minutes. The pump battery gauge then remained at 100% despite being in use. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received. Customer also stated a backup pump was available.